Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the interventional radiology (ir) technologist noticed that an indigo system aspiration catheter 6 (cat6) was kinked upon removal from the packaging. The damage to the cat6 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using another cat6.

Manufacturer narrative:
Results: the returned device was kinked at approximately 70.0 cm and 77.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a kinked device. If the cat6 is forcefully removed from the packaging at extreme angles or otherwise mishandling during preparation, damage such as kinks may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.